Event description:
There was a leak where the secondary IV tubing connected to the infusion pump cassette. Then a new secondary IV tubing was connected to the cassette, fluid still leaked. The prong on the cassette was cracked and malfunctioned. The result was a chemotherapy leak and contamination of the floor.